Event description:
It was reported that during an interventional coronary procedure in the proximal right coronary artery, the 3.5 x 12 mm nc trek rx balloon ruptured when advancing in the coronary artery. The balloon was prepped and soaked before insertion. The device was removed from the patient. The lesion was treated with a stent. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received reporting that the balloon was unable to be inflated. There was no balloon rupture as initially reported.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to inflate the catheter may be related to numerous factors including, but not limited to, device damage during manufacturing, leaks, damage to the balloon or inflation lumen, kinks/bends, inflation lumen obstruction, contrast concentration, inflation technique, patient anatomy, or a loose/intermittent connection with the inflation device. It was reported that nc trek would not inflate inside the body. Additional information received from the account stated that this event may have been failure to inflate, a kink in the shaft or a rupture. Although the account manager was unable to confirm the rupture, the nurse that was present during the procedure stated that the balloon did not inflate and suggested that the balloon could have ruptured outside the patient without the knowledge of the cath lab team and therefore would not inflate during an attempt to use the device inside the patient. However, it was uncertain if dye was seen leaking from the balloon while inside the patient or from any other location in the device. It was noted that the device was prepared outside the body and the balloon was initially soaked prior to use per the instructions for use (IFU). As there was no report of any leaks or damage reported during preparation for use, this may indicate that there was no device damage present prior to the procedure. In this case, if the balloon had ruptured prior inserting the device into the anatomy, it is possible that the balloon was damaged from inadvertent handling during preparation for use or from interactions with other devices, thereby contributing to the reported inability inflate the catheter, however, this cannot be confirmed. As the product was retained by the hospital, it was not returned for analysis and may have further aided the investigation. Overall, based on the limited information provided and without the product to examine, a definitive cause could not be determined. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records and all lot release testing met specification. A query of the complaint-handling database was performed and there has been no other incidents reported for an inflation issue, leak or balloon rupture from this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is retained at the hospital and will not be returned for evaluation. A follow-up report will be submitted with all additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager balloon catheter noted thick dried contrast visible in the inflation lumen, as well as blood in the guide wire lumen, on the shaft and on the balloon, which is suggests that the device was prepared for use and advanced inside the patient. The balloon was still tightly folded, which is consistent with the reported information that the balloon would not inflate during the procedure. The analysis revealed that the hypotube was separated 21 cm distal to the strain relief tubing. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. There were also kinks and a bend noted in the hypotube near the separation. In this case, clarification was received from the account stated that the device was removed from the patient in one piece and there was no resistance experienced during advancement or removal of the device. Since there was no report of any damage observed to the catheter during inspection prior to use, this suggests that the kinks and separation occurred during or after the procedure. Although it was initially reported that nc trek would not inflate inside the body, additional information received from the account also stated that this event may have been failure to inflate, a kink in the shaft or a rupture. The account manager was unable to confirm the rupture, however, the nurse that was present during the procedure confirmed that the balloon did not inflate and suggested that the balloon could have ruptured outside the patient without the knowledge of the cath lab team and therefore would not inflate during an attempt to use the device inside the patient. However, it was not known if dye was seen leaking from the balloon while inside the patient or from any other location in the device. It was noted that the device was prepared outside the body and the balloon was initially soaked prior to use per the instructions for use (IFU). In this case, further testing was performed with a new indeflator which was attached to the hub of the catheter to verify if fluid exited the hypotube at the separation. As pressure was applied, the water exited at the separation, indicating there were no leaks in the proximal portion of the hypotube. An attempt was then made to attach a luer to the distal separated portion of the hypotube in an attempt to pressurize the device, but the balloon could not be inflated due to the thick crystallized contrast noted in the inflation lumen. Therefore, the catheter was left pressurized to dissolve the crystallized contrast and after being left pressurized overnight, the balloon was successfully inflated to the rated burst pressure (rbp) without any anomalies noted. This confirms that there was no rupture in the balloon and suggests that the reported difficulty was likely related to the damage noted in the shaft and/or the thick crystallized contrast found in the inflation lumen. It is possible that the hypotube became kinked at some point during the procedure and thereby contributed to the reported difficulty inflating the catheter. Then further handling after it was removed from the anatomy likely caused the hypotube so separate while it was being packaged for shipment back tot abbott vascular for analysis. Additionally, if the contrast mix ratio was not properly diluted, this also may have contributed to the difficulty experienced as contrast that is more concentrated can lead to slower inflation. It should be noted in the materials required section of the nc trek rx cdc IFU states that 60% contrast should be diluted 1:1 with normal saline. A review of the lot history record for the reported lot was performed and revealed no nonconforming material records and all lot release testing met specification. A query of the complaint-handling database was performed and there has been no other incidents reported for kinks, a shaft separation or an inflation issue from this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process at abbott vascular. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.